Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
The customer's completed data run sheets were received for evaluation. It was identified during the review of the run sheets that the customer should be contacted to clarify and go over the data in the sheets. Multiple attempts were made to contact the customer. Based on the information originally provided from the customer and incomplete follow-up from the customer to our inquiries, it is not possible to determine a root cause for this yield complaint.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.